Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A liner was returned and evaluated against the complaint. The liner was returned in poor condition. The particulate of the head is embedded in poly material. A hole has been worn through the liner. Heavy scratching and gouging were also observed to the liner's inner radius. The outer radius is also heavily gouged. Features of the shell have been imprinted on the outer radius. The liner is also torn through the locking groove. Reported event was confirmed by review of medical records and radiographs. Medical office notes identified patient with pain with flexion, internal and external rotation of the hip. The x-ray imaging identifies the liner was broken and is inferior to the head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). R/b rloc lhole shl 54mm sz 24 p/n 11-106054, l/n 186720, cer option type 1 tpr sleve p/n 650-1064 l/n 992460, tprlc 133 t1 pps ho 11x142mm p/n 51-104110 l/n 2469036. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-08563. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient received revision procedure six years post implantation due to pain and implant fracture. The head and liner were revised. Additional information received in revision operative report noted some wear of an erosion of the trunnion likely from some metal impingement. There was significant erosions of the liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.